Event description:
It was reported that during a procedure, a reprocessed ultrasonic scalpel burned the pt's bowel. No other pt injury was reported. Pt had no adverse outcomes.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and the device failure could not be duplicated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The ascent healthcare solutions IFU states: "blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft."